Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy using the device, on the first firing, using a black load with gore buttressing material, firing on the pylorus the first stroke of the device felt tough to the surgeon. The second stroke felt abnormally tough. The third stroke remained tough and with the fourth stroke to bring the knife back remained tough. The release button was pushed and the device did not open. The surgeon pulled the handle back and the device opened. The three rows of staples on the portion of the stomach that was removed from the patient had formed staples. The three rows of staples on the sleeve portion of the stomach were not formed. The surgeon over sewed the staple line and there were no patient consequences. The surgeon stated that the buttressing material was not bunched in the device. No device will be returning.